Manufacturer narrative:
The lot number was provided, and lot history reviews were performed. The device was returned for evaluation and was confirmed for the fracture. A root cause has not been determined. The device(s) was/were labeled for single use.

Event description:
This report summarizes one(1) malfunction event. A review of the events indicated that model 8808561 to "port & catheter, implanted, subcutaneous, intravascular allegedly experienced fracture. This report was received from one source. This event did involve patient with no patient consequences. Age, weight, and gender were not provided for the patient.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one(1) malfunction event. A review of the events indicated that model 8808561 port and catheter; during placement of the port, the catheter allegedly broke during tunneling under the skin. It was further reported that another kit was used to complete the procedure. This report was received from one source. This event involved one patient whose age, weight and gender was not provided. Patient had no reported patient injury.